Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when unloading the device, one side of the rabbit ears looked jammed and the other side lifted. Another instrument was opened to complete the course. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted left blade was bent out of bottom cavity of jaws. It was reported that the jaws misaligned, and the device was difficult to unload. The reported issues were confirmed. The most likely cause could not be established from the information available. These issues can occur by using instruments to grasp on the bottom of the metal blades and applying a large enough force to pull out the blade through the bottom of the blade channel. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.